Event description:
It was reported that the patient experienced a shocking and jolting sensation with pain around their implantable neurostimulator. There was no known accident or incident related to the event. The patient's status was considered fair. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).